Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study updated the clinical diagnosis to right lower quadrant abdominal wall cellulitis presumed at pump site. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study reported the cause of the pain and tenderness was not determined. It was noted the patient's weight was not measured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the clinical diagnosis was changed to right lower quadrant abdominal wall cellulitis at pump site. It was noted that cellulitis was confirmed. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on 2018-mar-24. It was reported that the event was resolved with sequelae (B)(6) 2017. The sequelae was specified as replacement and relocation of the pump, which resolved the issue.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving unknown baclofen 675mcg/ml for a total dose of 175.59mcg/day, morphine 25mg/ml for a total dose of 6.503mg/day,and clonidine 330mcg/ml for a total dose of 85.85mcg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported at visit on (B)(6) 2017 the patient complained of increased pain and tenderness at pump site (lower right quadrant a bdominal wall). Upon examination on (B)(6) 2017, there was redness at the edge of pump and pump pocket was tender to palpation. On (B)(6) 2017 the patient reported no improvement and upon examination the pump in the right lower quadrant was red at base. On (B)(6) 2017 the patient visited emergency department and was admitted for intravenous (IV) antibiotics and pump was relocated (B)(6) 2017. Interventions included administering oral keflex on (B)(6) 2017, intravenous (IV) rocephin on (B)(6) 2017, IV cephalexin on (B)(6) 2017, and repositioned and explanted/replaced the pump on (B)(6) 2017. The event resulted in an emergency room visit and in-patient or prolonged hospitalization. The clinical diagnosis was right lower quadrant abdominal wall cellulitis presumed. The outcome of the event was ongoing. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. Event date was (B)(6) 2017. No further complications were reported/anticipated.